Manufacturer narrative:
Technician found the bed in 'down" storage area. Found: head up function not working due to faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Bed found in "down" storage area at facility. Cause of problem unk. No pt impact reported.